Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock connection. The customer's blood glucose level was 565 mg/dl with ketones. Reportedly, the customer administered a manual injection, changed the cartridge, infusion set tubing, and site. Tandem's technical support explained to the customer how to remove air bubbles.